Manufacturer narrative:
The investigation determined that a non-reproducible, lower than expected vitros amon quality control result was obtained on a vitros 5,1 fs chemistry system. The investigation was unable to determine a definitive assignable cause. However, user error due to improper use of reagent past its onboard stability is a likely assignable cause. Based on the information available, a vitros instrument issue cannot be completely ruled out as a contributing factor. The investigation was unable to determine a definitive assignable cause.

Event description:
The customer obtained a non-reproducible, lower than expected vitros amon quality control result on a vitros 5,1 fs chemistry system. Qc lpv ii vitros amon result of 133.7 &#62287;mol/l vs. Expected result 176.9 mol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. The customer stated that no vitros amon patient samples tested during the time frame of the event were in question. However, the investigation cannot rule out that patient sample were not or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).